Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a patient incident occurred involving an allegation that the information center in use did not provide the expected alarm. Philips will consider that the event may have been consistent with an incident warranting medical intervention and that the absence of an alarm at the central may have been a factor; therefore the issue will be reported. The customer indicated that an unspecified patient incident occurred, further details have been requested.

Manufacturer narrative:
The customer contacted the philips medical technical response center for troubleshooting support. The customer confirmed the event occurred on (B)(6)2017 between 9:00 and 10:00 am in (B)(6). The customer did not request onsite evaluation of the product by philips. The local biomed staff evaluated the product to confirm the issue. It was indicated that the local biomed team performed testing of the product and was required to take action to restore audio. An increase then decrease of audible volume via the setting in the upper right hand corner of the display was performed after which the issue was resolved. Log files were provided for review from the central monitor. The logs indicate that red level alarms were provided for heart rate at 9:32, 9:52 and 9:53. The logs store only red level alarms therefore any lower level yellow alarms that may have been provided are not stored or available for review. The logs also indicate that alarm acknowledgment via "silence" occurred at the central monitor at 9:36 with alarm reminders occurring until 9:50. A new red tachy alarm was then provided at 9:52 and a new red brady alarm was provided at 9:53. The log excerpt data is provided below: the local biomed staff at the hospital described that they increased and decreased the volume control on the central from the top right hand corner of the display and audio resumed. Philips will consider that the issue was associated with a malfunction of the product since the customer has reported staff were not aware of audible alarms from the central and the biomed indicated that action was required to restore audio. It could not be confirmed if the device was actually a factor in the patient incident; the customer did not provide further details on whether or not a delay of urgent care occurred. They only indicated that the urgent care team was called and that the patient was not otherwise harmed. The logs show alarms did occur and were silenced, however the first red alarm was not silenced for 4 minutes. The customer biomed stated that he did have to increase the alarm volume to 6 and then drop it back down to their default setting of 5 in order for the audio to begin to function again. No other abnormalities in the operation of the device were identified.